Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced elevated blood glucose following a supply change on an ilet system, with cgm values up to 322 mg/dl and a subsequent reading of 317 mg/dl about an hour after a meal of chicken enchilada with salad; the user reported timely and accurate meal announcement, used an inset 23" infusion set on the right abdomen with an fsl3+ cgm, and chose to monitor without changing the site. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found and the event characterized as an adverse event without an identified device or use problem, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.